Manufacturer narrative:
(B)(4). The hospital biomedical engineer inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Biomed reported that during vent repair was found an assertion failure error code in the memory logs. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.